Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the left ventricular lead pulled back. Threshold was then noted to be high. Further, the physician opted to remove the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the allegation against the left ventricular (lv) lead could not be confirmed by analysis. The lead tip has no visible signs of damage or defect which would lead to dislodgement. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the left ventricular lead pulled back. Threshold was then noted to be high. Further, the physician opted to remove the lead. No additional adverse patient effects were reported.